Event description:
Complaint reported: the weighted end of the entube broke off in the pt upon insertion. Pt started coughing violently and aspirated the tip. Pt had to have a bronchoscopy, which took six hours, to remove tip from the right lobe. It was successfully retrieved. In 2008: after several documented attempts to contact doctor, he returned our call on this day. It was reported the pt had been in intensive care unit prior to attempted insertion of feeding tube with congestive heart failure and had a tracheotomy. Pt died 72 hours after bronchoscopy procedure.

Manufacturer narrative:
The device will not be returned to the MFR for eval. The device was sent to facility for investigation by the distributor. DHR review: based on lot # 087620-1; no issues related to the reported complaint description were found. The DHR indicates the product was assembled and inspected according to our specifications. Also no direct root cause can be established. The investigation is ongoing. A follow up report will be sent as soon as is available.